Event description:
The even is reported as: "customer reported the screw that attaches the rotating arm to the support bar broke off and fell to the floor while system was in use on a pt." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.